Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. The insulin pump was unable to verify motor error alarm and motor position encoder error alarm in the alarm history due to motion sensor test failure alarm. The insulin pump was unable to perform the displacement test due to motion sensor test failure alarm. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and cracked case at the reservoir tube window corner.

Event description:
It was reported that the insulin pump alarmed motor error. Customer stated that she had MRI and was wearing the insulin pump. Customer's blood glucose was unknown at time of the event. Customer's current blood glucose was 164 mg/dl. Troubleshooting was done. It was found in the alarm history the insulin pump alarmed motor position encoder error and motion sensor test failure. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.